Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was torn during insertion. The incision was enlarged to remove the lens and sutured after the replacement was implanted. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that one haptic was torn and the other one was bent. There was a clear surgical residue on the lens.